Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 468 mg/dl, 219 mg/dl and 376 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he took 10 mg of glyburide about 30 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.